Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted. On (B)(6) 2024, the patient returned for a 45 day follow-up echocardiogram, which showed a thrombus on the device disc. The patient was prescribed 5mg eliquis twice daily for 6 weeks, and the plan was made to image again at the end of 6 weeks. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted. The patient was discharged on dual anti-platelet therapy, plavix and aspirin. The patient's international normalized ratio (inr) from (B)(6) 2024 was 0.92. On (B)(6) 2024, the patient returned for a 45 day follow-up echocardiogram, which showed a thrombus on the device disc. The patient was asymptomatic. The patient was prescribed 5mg eliquis twice daily for 6 weeks, and the plan was made to image again at the end of 6 weeks. The patient status was reported as stable.

Manufacturer narrative:
An event of thrombus on the device disc on 45-day follow-up echocardiogram was reported. The patient was asymptomatic and was prescribed medication for 6 weeks. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Imaging provided by field confirmed drt on disc. The disc appeared to be under the pulmonary vein ridge with a large pedunculated drt noted on the pulmonary vein aspect of the disc extending towards the pulmonary vein ridge. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.